Manufacturer narrative:
Only the lens was returned in a small pouch. The device was not returned. Viscoelastic was observed on the lens. The lens optic was broken and cut into pieces. Only two large portions returned. One portion contained a full, intact haptic. This optic portion had a gouge mark near the optic center. This was most likely interpreted as the complaint. This optic portion also has a small nick/chipped area on the edge. A second broken optic portion had splintering cracked areas. Product history records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined for the reported event. Only broken portions of the lens was returned. A gouged area was observed near the optic center. This was most likely interpreted as the complaint. It is not possible to determine if the lens was in a proper position for advancement during delivery. Viscoelastic was not provided. It is unknown if the qualified product was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was noted to be scratched. Although there was patient contact,the procedure was completed with another lens with no reported patient harm. Additional information has been requested.